Event description:
Patient representative reported "painful and severe inflammation", "invasive surgeries to remove breast implants and capsules", "the potential need for further treatment including chemotherapy and/or radiation treatments, radiation-exposing scans", "permanent scars", "fear of disease progression and recurrence, pain and suffering".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, g.2, h.6. The event of inflammation/ irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of diagnosis of alcl: (b)(3) 2022.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "positive for bia-alcl". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Device has been explanted. Treatment: device explant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown and bilateral exchange from textured to smooth implants due to the patients concerns with the product." Device remains implanted.